Event description:
An optometrist reported that a patient presented with blurry vision, one day following bilateral lasik surgery. Significant dry eye and diffuse superficial punctate keratitis (spk) were diagnosed. The patient reported that their eyes felt okay. In a follow up, the optometrist reported that the patient was treated with artificial tears and allergy drops. The event resolved in the right eye. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).